Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a difficulty and frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.